Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was experiencing upper and lower extremity shaking. She had been supplementing with oral baclofen and felt like the pump was inverted. They were scheduled for a same-day evaluation and examination revealed that the pump was anchored. The pump reservoir volume was aspirated and confirmed no discrepancy between aspirated and interrogated reservoir volumes. A catheter access port (cap) dye study was performed; unable to aspirate catheter. The patient was advised to present to the emergency room (ER). The patient did present to the ER but then left as there were multiple patients ahead of her. The patient's mother later reported improvement and no further symptoms of withdrawal reported. A reservoir volume discrepancy during the pump refill within normal limits:expected reservoir volume - 26.4 ml, actulal reservoir volume- 26 ml was noted.